Event description:
A consumer reported vision loss associated with wear of soft perm contact lenses. Medical records obtained from the ecp state that the pt presented in 2002 with sore and red left eye. Dx: spk. Tx: no meds rx'd & lens wear d/c. In 7/2002 recheck, staining noted along the same area, & "consider referral to corneal specialist." Two days later visit, rx'd viroptic for dendrite. In 09/2002 visit, after not wearing lens for 2 months, presented with redness & irritation, for herpes consult. Os. Pt denied any use of tap water. File states an abrasion was the start of the problems. Pt was off & on meds of viroptic and torbradex every 4 hrs. Superficial scar noted os. Dx: herpes kimplex keratitis os, tx: valtrex 1 g bid, pred forte qid, & d/c acyclovir & tobradex. Noted possible but doubtful acanthamoeba. On 9/2002, vision worse, but os felt better. Meds changed to: pred forte qid, neosporin q2hrs, cyclogyl bid, & systemic meds of ketaconazole bid and valtrx bid. Gradual worsening noted & prescribed cyclogel. Worse since last visit & saw another md, & more infiltrates noted. Pred forte inadvertently stopped & eye became "much worse." Pred forte restarted along with ketoconazole. Unaided acuity finger count at 1 ft. Noted 2-3+ injection, min.l vascularization, ac reaction of occasional cells, no flare noted, mod stromal edema, circular pattern of scar & infiltrates surrounding pupil, with epithelium intact. Noted worsening keratitis, suspected hsv (herpes simplex virus) most likely, but possible acanthamoeba. Dr. Will watch, restarting viroptic qid and perform biopsy. Increased neosporin and pred forte to 8x1d. If no improvement, dr will start chlorhexadine. 9/2002: va still the same & very photophobic. Slight improvement & discussed possibility of penetrating keratoplasty with pt. 9/2002: no changes from prev visit. Slit lamp exam revealed 1+injection, trace filaments inferiorly, 1+flare with rare cell, & ring infiltrate. Also noted irregular epithelium & 2+ to 3+ pek inferlorly. Recommended referral for confocal microscopy for possible acanthamoeba. In 11/2002 recheck, diagnosis noted as acanthamoeba with condition improved. Current meds. Chlorhexadine, clotrimazole, neosporin, pred forte, ketaconazole, & acyclovir. Three weeks later visit, pt. Stated eye "like a blister popped." Clear fluid streaming form eye, very painful, with a "milky white" on eye which seems to "move around." Dr. Notes: 3+ injection, epithelial defect, necrotic & perforated cornea. Rx'd quixin, alkom, with tissue glue applied. Restart valtrex and dc other meds. Referred for penetrating keratoplasty (pkp) the next day. 11/2002: emergency kp performed. Post-op: noted approximate 80% epithelial defect. 11/2002: eye cultured, no growth. Meds. Of prednisone, cyclogyl, quixin, neosporin, pred forte, valtrex, and ketoconazole. Epithelial defect now approx. 20%. 12/2002: epithelial defect noted 0.5 x 2mm.with widely distorted cornea. Decrease meds. 12/02: trace epithelial defect. Trace injection, occasional pain (rated 1 out of 0-10), with 1+ to 2+ pek. 02/2003: pt reports with slight pain and photophboia. Central epithelium approx. 20% thinner. 3/2003: meds, brolene, chlorhexadine, phmb, pred forte, quixin, valtrex, and mositure plus pm. Increased epithelial defect & diffuse edema, with increased infiltrates. Notes possible toxicity from meds. Slight increase in intraocular pressure. 3/2003 light sensitive, eye & entire left side of face hurts. Dr. Notes focal area of increased opacification at the 9 o'clock area of the pupil. 80% corneal thinning centrally. 3/2003: tx: continue meds, increase brolene to 8xday. 4/2003: epithelial defect: 3.0 x 2mm. Decreased pred forte & quixin to qd. Several 1-2 week f/us are noted following. Last entry is 11/2003: unaided va in os finger count at 2 ft. Noted epithelial irregularity over central thinning area.